Event description:
Event description guidant received information that the patient with this pacemaker experienced a syncopal episode and was concerned that it was due to the failure modes described in the advisory issued on this model device. A memory retrieval was performed on the device and the memory dump revealed that no resets had occurred. The leads were tested and all measurements were within normal limits.